Manufacturer narrative:
The biomedical engineer reports that the cns (central monitoring system) software application resets when accessing the admit/discharge function on the cns. It was reported that they checked the org that was in use as the org was just put back into service after having it out for repair. The cns and org were both rebooted which did not resolve the problem. While trouble shooting with the customer, a stuck key on the keyboard was found; however replacing the keyboard did not fix the issue. Instructions for obtaining the file logs were sent to the customer. When e-mailing in the file logs, the biomedical engineer noted that the problem with the cns software application was resolved. The biomedical engineer did not know the details of how the technician corrected the issue. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reports that the cns (central monitoring system) software application resets when accessing the admit/discharge function on the cns. It was reported that they checked the org that was in use as the org was just put back into service after having it out for repair. The cns and org were both rebooted which did not resolve the problem. While trouble shooting with the customer, a stuck key on the keyboard was found; however replacing the keyboard did not fix the issue. Instructions for obtaining the file logs were sent to the customer. When e-mailing in the file logs, the biomedical engineer noted that the problem with the cns software application was resolved. The biomedical engineer did not know the details of how the technician corrected the issue.